Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed "nda". This issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
H3: one cadd legacy plus pump was received in good physical condition and missing the nub on the downstream occlusion sensor (dso). There was no evidence of the reported issue in the event history log. Visual inspection revealed that the nub on the dso sensor was missing. This caused the pump to alarm "no disposable". The damaged downstream sensor will be replaced to resolve the issue.